Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation of aneurysm and fluid loss was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has multiple leaks with broken fabric treads in proximal cylinder body attributed to sharp instrument damage; holes were present. Cylinder 1 was not functional test due to holes were identified. Cylinder 2 has a large hole in the outer tube attributed to fatigue wear at a fold with avulsion in the outer tube; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Both cylinders had wear at fold in cylinder body as well. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The kink resistant tubing (krt) was worn to the filament. There were holes in the pump krt attributed to sharp instrument damage consistent with explant damage due to the extent of the damage. Due to this damage being consistent with explant it will be considered a secondary failure. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported allegations. Analysis cannot confirm when the leaks in the cylinders occurred. It cannot be confirmed if a bulge was present due to these leaks and the inability to functionally test the cylinders. Based on the results of this investigation, no escalation is required. 72404155/ 777125013 reservoir 65 ml pc/iz. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to a right cylinder aneurysm and fluid loss. Pump and cylinders were explanted and replaced. No further patient complications related to device.

Manufacturer narrative:
72404155, 777125013, reservoir 65 ml pc/iz.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to a right cylinder aneurysm and fluid loss. Pump and cylinders were explanted and replaced. No further patient complications related to device.